Event description:
The customer reported the foot switch stuck. The field engineer noted that this caused the system to produced uncommanded x-rays. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and determined there was a problem with a foot switch. A new switch was ordered, but the problem persisted. The original switch was re-connected and the system operates as intended. This event occurred outside of a procedure and there was no pt involvement. Therefore, there was no accidental radiation occurrence.